Event description:
It was reported by patients¿ legal counsel that the patient underwent a left hip revision procedure approximately five years post-implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event is unable to be confirmed due to limited information provided by the customer. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01999.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The complaint is confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2; a3; b1; b4; b5; b7; h2; h6; h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right two stage hip revision approximately five years¿ post-implantation due to pain and a joint infection. During the first stage, signs of wear and a psuedoturmor were noted, and all zimmer biomet products were removed and competitor cement spacers were implanted. Also a periprosthetic fracture was noted in the post-op xray. The second stage was completed approximately two months later with competitor products without any known further complications. Attempts to obtain additional information have been made; however, no more is available at this time.